Manufacturer narrative:
Initial reporter's telephone number: (B)(6). Siemens conducted a thorough technical investigation of the reported event. The investigation did not reveal a design problem. Depending on the scan parameters used, the system load may vary considerably, and the time needed to cool may change as well. There was no device malfunction. Siemens proposed that the customer use different scan parameters (e.g., decrease eff. Mas, decrease kv, reduce entries for auto range or enable autokv). No further action is warranted.

Event description:
It was reported to siemens that the system required a relatively long tube cooling time after a CT head exam (polytrauma scan) of a critical patient. There was no patient injury or adverse event reported, however, the user alleged that a delay in diagnosis could have serious health consequences for an emergency patient. This report has been submitted with an abundance of caution. The reported event occurred in (B)(6).